Manufacturer narrative:
Covidien reference #:(B)(4). Date of initial report: 09 mar 2017. This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Medtronic¿s investigation found that the device did not read the temperature properly. The investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. Corrective action has been issued for this failure. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process.

Event description:
The customer reported that the electrode did not work, there was no show measurement of temperature. A new device was used to complete the procedure. No patient harm.